Event description:
It was observed that during the device evaluation that the flex video scope air/water channel had white crystallized contamination. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields:h6 and h10. Corrected data fields: e1 establishment name, e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.